Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that the patient was having a tough time getting their implant charged. The recharger would lose contact and was getting "poor recharge quality" screen 76 and "unable to recharge" screen 74. Per the patient this issue started about a week ago. The recharger was positioned over the implant and "try again" was pressed, but the charge quality showed poor and showed 60% finished, charge the implant. They tried again and the same thing happened. When checking the antenna locate screen they got values from 90-100. A replacement recharger was sent to the patient. The next day the patient called back to report they received the new recharger and they were still getting a poor recharge quality, unable to recharge screen or the recharging finished screen, and the unit was not charging. The rep was calling to get the patient a replacement controller. The patient's fiancée then called back the next day to report they received the replacement controller as well, but the controller was still stuck on a "looking for device" screen, and could not find the implant to charge it. The battery pack was removed and reinserted, but the issue didn't resolve. As both external devices had been replaced, it was reviewed the patient should follow up with their health care provider, and they indicated they would do so. No symptoms were reported for the patient and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet e reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.